Manufacturer narrative:
The occupation is lay user/patient.

Event description:
This MDR is for test strip lot number 286319. Refer to the MDR with patient identifier (B)(6) for the report on 29494221 strip lot. The customer complained of discrepant inr results between coaguchek xs (B)(4) and a lab using an unknown reagent. On (B)(6) 2018, the customer tested by fingerstick on the meter using strip lot 286319 and the result was 5.9 inr. The customer tested again using strip lot 29494221 and the result was 5.3 inr. The customer had a lab test within 4 hours and the result was 2.89 inr. On (B)(6) 2018, the customer tested by "fingestick" on the meter and the result was 5.0 inr. The customer had a lab test within 7 hours and the result was 3.4 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no medication changes and no bleeding or bruising. The customer is not eating as much lately. Customer has recently had some issues with urinary tract infections. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.